Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory potential adhesive in the flush tubing was visualized. A guidewire was successfully inserted through the catheter. The catheter was deployed to basket and flower configurations successfully. Subsequently, flushing was tested in all positions, and flushing was functional in all deployment states. The potential adhesive in the flush tubing is part of the assembly between the flush tubing and luer, and this adhesive is outside of the tubing, which would not affect the operation of the flushing system as it would not be in contact with the inner section of the device. The reported event was not confirmed via analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter (lot # 0036887150) was selected for use. During catheter preparation, white residue was noted to be on the farawave catheter handle, so the device was replaced. A second farwave catheter (lot # 0036888274) was opened and also exhibited white residue on the handle. Additionally, the flush port did not flush. The devices were replaced, and the procedure was completed successfully with a new farawave catheter. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter (lot # 0036887150) was selected for use. During catheter preparation, white residue was noted to be on the farawave catheter handle, so the device was replaced. A second farwave catheter (lot # 0036888274) was opened and also exhibited white residue on the handle. Additionally, the flush port did not flush. The devices were replaced, and the procedure was completed successfully with a new farawave catheter. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.